Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1600175 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The product misfired several clips and there was no harm to the patient. A new device was used to complete the case. The patient's condition was reported as fine.